Event description:
The customer contacted stryker regarding preventive maintenance of their device. Upon evaluation of the customer¿s device, stryker observed that the device had logged an event code in the memory which is related to a potential issue of the device to deliver energy. There was no patient use associated with the reported event.

Manufacturer narrative:
Stryker replaced the system pcb assembly to resolve the reported issue. Pproper device operation was observed through functional and performance testing. The device was subsequently returned to the customer. The replaced system pcb was returned to stryker product analysis center (pac) maastricht for further evaluation. During this investigation, the codes were not repeatable and not duplicated. Therefore, the root cause of the reported issue could not conclusively be determined. The replaced system pcb was archived by stryker maastricht.

Manufacturer narrative:
Stryker performed an initial evaluation of the customer¿s device and was able to verify the reported issue. Stryker determined that the system pcb assembly needed to be replaced. Stryker provided the customer with a repair quote. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker regarding preventive maintenance of their device. Upon evaluation of the customer¿s device, stryker observed that the device had logged an event code in the memory which is related to a potential issue of the device to deliver energy. There was no patient use associated with the reported event.